Event description:
It was reported that the bd alaris smartsite texium secondary set experienced component separation. The following information was provided by the initial reporter: tube had snapped off drip chamber spilling a small amount of the drug etoposide.

Manufacturer narrative:
The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite texium secondary set experienced component separation. The following information was provided by the initial reporter: tube had snapped off drip chamber spilling a small amount of the drug etoposide.

Manufacturer narrative:
H.6. Investigation: a photo of a separation was provided by the customer and it shows clear evidence of separation below the drip chamber. The customer¿s reported failure of separation between the tubing and the drip chamber was verified. The root cause was inadequate solvent applied during the manufacturing process. The customer¿s reported failure of separation between the tubing and the drip chamber was verified. The manufacturing site has opened CAPA#3974230 to further investigate this issue and the machines responsible. This action plan is in place to improve the process to apply solvent at the failed junction. A device history record review for model 10013364t lot number 21069696 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation leak with lot #21069696 regarding item #10013364t.